Event description:
When I followed the instructions the mouth guard stuck to the metal spoon and then the cooling plate. The one before I salvaged but after 2 weeks of wear the top bite part separated from the base. How can you get a good fit if you can't get it to your mouth or it falls apart.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.